Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. There were no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads and with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 150 mg/dl. The customer did not state any significant events leading to the alarm. The insulin pump will be returned back for analysis.